Event description:
Plaintiff was employed as a surgical technologist and wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering physical injury and has developed a latex allergy.